Manufacturer narrative:
Citation: kagase a et al. Impact of pre-procedural hyponatremia on clinical outcomes after transcatheter aortic valve replacement: a propensity-matched analysis. Catheter cardiovasc interv. 2018 aug 1;92(2):e125-e134. Doi: 10.1002/ccd.27483. Epub 2018 jan 11. Earliest date of publish used for event date in b3. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the prognostic value of hyponatremia in patients who had undergone transcatheter aortic valve replacement (tavr). All data were collected from nine centers between october 2013 and april 2016. The study population included 1 ,215 patients (predominantly female; mean age 84.4 ± 5.0 years; mean weight 49.9 ± 10.1 kg), 46 of which were implanted with a 26 mm medtronic corevalve bioprosthetic valve and 45 were implanted with a 29 mm medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients, 125 deaths occurred. Of these, 23 patients died within 30 days of the tavr procedure and 102 patients died more than 30 days after tavr; cardiovascular death was identified in 51 patients and non-cardiovascular death in 74 patients. Multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: new permanent pacemaker implantation, conversion to open heart surgery, acute coronary obstruction, stroke, peri-procedural myocardial infarction, major vascular complications, and life-threatening/major bleeding. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.